Manufacturer narrative:
Per the instructions for use, device malposition, device migration and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and the sapien valve. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, narrow, calcified stj, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In addition, according to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole and retrograde forces during diastole. The literature reports that less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Furthermore, the literature reports that residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Imaging was provided to edwards for review by the edwards medical director. Imaging observations were documented as follows: moderate to severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac. There was poor coaxial alignment of the delivery system/valve. The valve was positioned 35:65 ventricular. There was no loss of pacing capture, and patient ventilation was held. Cine images taken 2 days after implant date demonstrates significant ar. The position of the thv appears to have moved towards the lv, 10:90 ventricular laterally and 35:65 ventricular medially. Impressions: poor coaxial alignment and apparent movement of the thv towards the lv led to severe malposition with significant ar. Subsequent cine demonstrated incremental movement of the thv towards the lv 35:65 ((B)(6)) to 10:90 ((B)(6)). Such movement may be exacerbated by minimal leaflet calcification or a narrow calcified stj or both. However in this case, this information is not available. In this case, it appears that the initial valve was implanted too ventricular due to procedural factors. The exact cause for the subsequent ventricular movement of the valve cannot be confirmed with the information and imaging provided; however, it resulted in native leaflet overhang and severe ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Updated description based on patient's medical records: two days post implantation of a sapien valve the patient started to decompensate. She developed cardiogenic shock, acute renal and respiratory failure necessitating mechanical ventilation, inhaled pulmonary vasodilators, vasopressors, inotropic support and diuretics. This was ultimately determined to be secondary to ventricular displacement of the sapien valve, which caused native leaflet overhang, resulting in severe aortic insufficiency. The patient was urgently taken for repeat valve-in-valve procedure with good echocardiographic results and improved stability. She continued to require pacing support as well as low dose vasopressors post-procedure day 10. Acute renal failure necessitated hemodialysis which was poorly tolerated. Attempts at weaning ventilatory support did not seem feasible in the short term and the need for tracheostomy was discussed. In the context of her poor overall prognosis, her advanced age, and her wishes to avoid prolonged support with tracheostomy and hemodialysis, her family elected to withdraw supportive care. Ultimately the patient expired.

Event description:
As originally reported through implant patient registry (ipr), the patient had a sapien valve implanted through a transapical tavr procedure, and then a second valve implanted two days later. Upon follow-up, the clinical sales representative reported that on the second day after the procedure, the patient started to decompensate and the original thought was the valve had shifted creating regurgitation. After analyzing the patient, the physicians deduced that there was a shelf of calcium that may be causing the regurgitation, and because of the patients symptoms they decided to bring her back and implant a second valve. Additional information reveals the patient died, but no date of death was given.